Manufacturer narrative:
Updated fields: b4,, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter, between the catheter and the sheath. The returned maquet sheath was over the catheter. Three kinks were observed on the catheter tubing approximately 76.2cm and 54.8cm and 50.1cm from iab tip. The optical fiber was found to be broken approximately 25.4cm from the iab tip. The inner lumen was found occluded, the occlusion was unable to be cleared. The extender tubing and three-way stopcock were also returned for evaluation. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Initial reporter occupation: administrative officer. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after 15 days of intra-aortic balloon (iab) therapy, the customer noted a faulty fiber optic (fo) sensor and the pump displayed a fiber optic sensor failure message. The nursing staff mentioned that the patient was not moving and the fo just stopped working on its own. The iab was later that same day. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- g2, h6- medical device ¿ problem code, investigation findings, investigation conclusions.